Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1-september 30, 2025. This report summarizes 12 malfunction events(s), where it was reported the devices experienced drifting down slowly. No adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 11 device(s) was functionally/visually inspected in the field. The device(s) was/were repaired and returned to use. 1 device was not evaluated, as a probable cause for the issue was identified during communication between the customer and stryker and no further assistance was requested by the customer. Evaluation results findings (components/results) 8 devices: hydraulic system/ mechanical problem identified 3 devices: hydraulic system/ wear problem 1 device: rod/shaft/ device migration there was no remedial action taken. This device is not labeled for single use.